Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-13490 and 2017865-2021-13683. It was reported that a patient presented on (B)(6) 2021 with an infection. The whole system, including the implantable cardioverter defibrillator, and right atrial, right ventricular, and left ventricular leads, were explanted on (B)(6) 2021.